Event description:
Foley catheter inserted on 06/23 based on scanned prior to insertion and reflected > 500cc. Upon insertion, 550cc was emptied. Later no output was noted. When foley was manipulated 350 cc of urine came into the cath bag. Report # 2018 -1302.